Manufacturer narrative:
After analysis of the product it was found that the insulin pump was unable to prime due to a motor alarm. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched reservoir tube and a scratched lcd window.

Event description:
It was reported that the customer had to be hospitalized due to no insulin delivery. The customer was unable to report a blood glucose level. Product is being replaced. No further information provided.